Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an inaccurate fill estimate was observed. During duplication testing by the distributor, the issue could not be confirmed there was no reported adverse impact to the customer¿s blood glucose level.